Event description:
Hardware was implanted (B)(6) 2010 for a spinal fusion at l1-l2. Immediate postop period uneventful until patient began to experience pain. X-rays taken (B)(6) 2010 showed that both right and left rods had slipped out of the screw heads and locking caps. Hardware was removed and patient revised to vas iii. This is the 1st of 10 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Synthes is unable to determine manufacturing date. Additional information has been requested.